Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic and thoracoscopic wedge resection of the lobe, while being applied at the lung tissue, the stapler squeaked but it was able to fire but the staples did not form a "b" shape. When the instruments were opened, no staples were found. They replaced the instruments with new ones to complete the case. There was no patient injury.